Event description:
Customer states that the pt was receiving blood products and antibiotics via ij. The tegaderm chg dressing from a medline kit covered the insertion site. The pt's skin was prepped with chloraprep. A catheter was secured with sutures. The dressing had been in place for more than 24 hours and several dressing changes had been completed. The nurse alleges that the pt developed "redness at insertion site, maceration in a square pattern around site" under the chg gel pad. The catheter was removed as a result of this incident. Due to the symptoms, the use of the tegaderm chg dressing was discontinued. Diagnosis was reported as a pulmonary respiratory failure, emphysema, sacral decubitus. The outcome of the incident was reported as improving.

Manufacturer narrative:
Conclusions: no eval will be performed. Device or lot code not provided to MFR for eval. Complaint type will be monitored. The insert provides the following info regarding observation and when a dressing should be changed. Site care: the site should be observed daily for signs of infection or other complications. If infection is suspected, remove the dressing, inspect the site directly, and determine appropriate medical intervention. Infection may be signaled by fever, pain, redness, swelling, or unusual odor or discharge. Change the dressing as necessary, in accordance with facility protocol; dressing changes should occur at least every 7 days, per current cdc recommendations. Dressings changes may be needed more frequently with highly exudative sites or if integrity of the dressing is compromised.